Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main cubie drawer 6 failed, which located on er35. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to get the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie drawer 6 was failed. A field service engineer (fse) found that the magnet was missing from the latch so the latch was replaced. A complete hardware test was then run using the hardware test application. The system functioned as intended after the field service engineer repaired the device.